Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump gave him 30.0 units of insulin while he slept. The customer stated that he woke up with low blood glucose of 48mg/dl. Troubleshooting was not performed as he did not have the insulin pump at time of call. Advised the customer to call back to continue testing the insulin pump. The customer stated that he has treated with manual injections, and did feel uncomfortable using the insulin pump. No further info was provided.